Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd his scs sys, including an ipg, on (B)(6) 2010. It was reported that the pt lost stimulation. He stated that he was watching television and suddenly felt an overstimulation sensation and was unable to move. He reported that he called to his wife to turn off the stimulation using the magnet. The pt stated that he noticed that the overstimulation happened at the same time his son's friend entered the room using a bluetooth device. It was reported that he can no longer establish telemetry between his ipg and charging sys or programmer. F/u on the pt found that a replacement charger and programmer were unsuccessful at resolving the issue. It was reported that the physician will determine the next course of action. No further info is available at this time.